Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump alarmed with motor error. The customer's blood glucose level was 95 md/dl at the time of the incident. Customer also reported broken pump. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis